Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 400 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 385 mg/dl.